Event description:
Event: (cc# 98-01106) the iab leaked during insertion. The iab was removed and a second iab was inserted into the patient. (Multiple event to customer complaint number 98-01107). On 3/15/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 9/1/98. [Patient's current status]: unk -rpt'd 9/1/98.